Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple out of range alerts. Tandem technical support assisted the customer with turning off the alert. There was no reported impact to blood glucose. Customer declined to provide further information regarding the event.